Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging a patient with a dreamstation auto CPAP device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device "dreamstation auto CPAP" was returned to the service center for evaluation. During the evaluation, the device was visually inspected and visible foam particles were not observed. Additionally, the device was scrapped. This notification was re-evaluated following receipt and review of all available information related to the reported patient death. At the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has passed away. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.